Event description:
It was reported that this lead was explanted and replaced due to a dislodgement observed during x-ray examination. This lead is expected to be returned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).